Manufacturer narrative:
The reported patient effects of tissue damage and dissection are listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The suture of the first proglide device was successfully placed. Reportedly, upon deployment of the 2nd proglide the guide separated, and the device became stuck in the anatomy. The lever was returned to its original position and the nick and spread incision was widened without cutting the vessel, to retrieve the device. The level of anesthesia was not increased. Tissue damage was noted. Proglide use was abandoned. The sheath remained 5f and the tavr procedure was completed. Hemostasis was achieved via surgical suturing. There was a clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. The entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulties and subsequent treatments are due to the circumstances of the procedure and appear to be related to an interaction with patient anatomy /calcium and/or the incorrect angle of insertion of the device during deployment contributing to the reported guide break which likely resulted in the entrapment of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.